Event description:
It was reported via repair work order that the fowler was drifting due to worn gas cylinder and malfunction fowler motor. It was also reported that nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.